Event description:
It was reported the lead wires are not intended to stimulate the sacral nerves however the health care provider (hcp) believes they are because the patient is unable to urinate when the stimulator is on and has pain with intercourse. It was reported the system was implanted for pain in their back and even when the stimulator is off the patient has discomfort. It was noted the device does not provide therapeutic effect and the patient wishes it was off or explanted. It was noted it this problem has been occurring since implant and the hcp suspects it¿s a lead location issue. When contacted for follow up information, the healthcare professional reported that the patient did not show up for their follow up appointment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 399930, lot # v012786, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, : product type extension. (B)(4).

Manufacturer narrative:
Correction - "other" was indicated on the initial report. Additional review indicated that "other" does not apply to this event.